Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the right plunger case and battery door was cracked. An occlusion test was done to test the device and a motor rate error was found during testing. The root cause was found to be normal wear of device components. The motor assembly (stepper motor included), worm gear, leadscrew and clutch halves were replaced. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.